Manufacturer narrative:
Citation: maeno, y. Md et al. Transcatheter aortic valve implantation with different valve designs for severe device landing zone calcification. International heart journal (2017). 58(1):56-62 doi 10.1536/ihj.16-217 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding valve design of transcatheter aortic valves for implant into a severely calcified annulus. All data were collected from a single center between 2013 and 2015. The study population included 174 patients, 41 which were implanted with a corevalve. The remaining patients were implanted with a non-medtronic balloon expandable transcatheter aortic valve. Serial numbers were not provided. The corevalve population was predominantly male; mean age 81.6 ± 9.4 years. Among all patients implanted with a corevalve adverse events included: mild to severe paravalvular leak (pvl), the implant of a second valve and myocardial infarction (mi). No additional adverse patient effects or product performance issues were reported.